Event description:
It was reported that the left ventricular lead thresholds had increased and were high. The lead was programmed off. The lead appeared to be in a position not optimal for stable lead performance long term. The lead was capped and replaced. During the replacement surgery fat surrounding the heart had to be removed and the surgeon cut down into the heart to gain stable lead electricals. It was also reported that the battery longevity estimation was lower than anticipated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2014; 6947m-55 lead, implanted: (B)(6) 2014. (B)(4).